Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Manufacturer narrative:
Correction provided in b5.

Event description:
On 28 jun 2023, fresenius became aware (via patient¿s daughter) this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.